Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "textured" and "other adverse events and capsular contracture, baker grade unknown against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h.6.

Event description:
Patient reported "textured" and "other adverse events and capsular contracture baker grade unknown against right device. Healthcare professional reported "capsular contraction baker grade iii/IV." The device has been explanted.